Event description:
Patient reported experiencing intermittent severe pain in her neck and left shoulder. The patient also complains of memory issues. The patient was stated to have had their vns disabled for some time. The patient requested and was referred for vns be removed. No known surgery has occurred to date. No additional relevant information has been received.